Event description:
Boston scientific received information that during a gastroenterological operation, the patient experienced four seconds of asystole. There was also a significant drop in the patient's blood pressure during that time. The device was checked and confirmed to be functioning appropriately. It was indicated that there was no use of equipment that could have interacted with the device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.